Manufacturer narrative:
Section d1: corrected section d4: corrected catalog number and primary UDI section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Furthermore, evaluation of the submitted log file confirmed a pump stop consistent with the driveline being disconnected; however, a specific cause for the driveline disconnect could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2024. A transient pump stop event was captured on (B)(6) 2024 due to the driveline being briefly disconnected. This event was associated with low flow hazard, low speed hazard, and driveline disconnected alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions, as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines system controller alarms as well as the appropriate actions associated with them. The patient handbook also caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to hospital via emergency department (ed) for complain of chest pain and dizziness, troponin slightly elevated above baseline, electrocardiogram (EKG) with new left bundle branch block (lbbb) and wide complex tachycardia that was likely due to a suction event on their left ventricular assist device (lvad) from dehydration. Upon device interrogation, pump stop was associated with a driveline disconnect (while in ed) noted. Log files captured numerous pulsatility index (pi) events on (B)(6) 2024. The log confirmed a driveline disconnect caused the pump stop. There were no other unusual events recorded in the log file event history.